Event description:
It was reported that an additional procedure was required for catheter exchange. A 106x18cm ekosonic endovascular pe catheter was selected for use in an ekos procedure. The patient was in intensive care when it was noted that the drug and coolant ports were broken. A leak was observed. Therefore, the patient was brought back to the cath lab to exchange the catheter. The procedure was successfully completed. No patient complications were reported.

Event description:
It was reported that an additional procedure was required for catheter exchange. A 106x18cm ekosonic endovascular pe catheter was selected for use in an ekos procedure. The patient was in intensive care when it was noted that the drug and coolant ports were broken. A leak was observed. Therefore, the patient was brought back to the cath lab to exchange the catheter. The procedure was successfully completed. No patient complications were reported. It was further reported that the procedure was a bilateral pulmonary embolism. Catheters were placed in the pulmonary artery and connected to the non-boston scientific perfusor and infusomat for the procedure.

Manufacturer narrative:
Device eval by manufacturer: the ekosonic endovascular pe catheter was returned for analysis. Microscopic visual inspection of the infusion catheter showed that the coolant and drug luers displayed cracking. The device was tested for leaks by using a syringe with water and flushing it out on both the coolant and drug ports. It was noticed that the device leaked from the coolant and drug luers where the cracks were present. The reported event of a leak and damaged was confirmed.